Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the reported issue was resolved through troubleshooting with medtronic technical services (ts). Issue resolved via troubleshooting.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor intermittently lost display. The reported issue occurred when loading a cd onto the navigation system. Restarting the navigation system resulted in no input being detected on both monitors. Reseating the digital visual interface (dvi) cable and video splitter restored functionality to the monitors. There was no patient present when this issue was identified. No additional information was provided.